Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and bent. The device was observed under magnification and the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation was performed by loading a test guidewire through the guidewire port using short and deliberate movements and it advanced through the tome. Bowing and continuity tests were not performed due to the condition of the device. Leakage test was performed by injecting water through the injection hub port and it flowed as intended. No other problems with the device were noted. According to product analysis, it was found that the cutting wire was broken, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused by manipulation of the device during procedure or if there was not constant contact with the tissue when electrocautery current was applied or if voltage exceeded the maximum voltage rating. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Boston scientific corporation received a truetome 44 with no associated information. Evaluation of the device revealed a broken cutting wire. Based on follow-up with the sender, this truetome 44 was used in a procedure. The procedure date is unknown. According to the complainant, the cutting wire broke. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.